Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure with the surgeon performing a cement augmentation. "A leakage of cement occured in the vena cava inferior through a vertebral vein. The surgeon did see the cement leakage during the application. The cement pin was seen at the CT scan in the vena cava. The patient had no symptoms or complications and went to rehabilitation. Yesterday the patient came back after rehabilitation to the hospital and they performed another CT scan and detected the cement in the right atrium. There was an approximately 3mm thick and 5-7 cm long cement pin in the vena cava. This has now been released and appears in the right atrium." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.